Event description:
Poly liner was worn in a way that was inconsistent with how it should have looked three years out from initial implantation. Patient was having pain and the device needed to be replaced. Physician stated he could not find a reason for why the device was worn in this way and the reason remains unknown. The implant was placed three years ago and a new implant was placed.